Manufacturer narrative:
(B)(4). Product not returned for evaluation. Customer will not returned the old blood glucose meter for investigation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. (B)(4). Manufacturer contacted customer on (B)(6) 2017 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer states he will send back the new meter because he feels an invasion of his privacy with investigators seeing his past results from the old meter. Customer wants to delete all readings before sending back defective meter. I informed customer he is unable to delete the results. Customer states he will keep his old meter and buy another system and send the new system back in return envelope

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with test results from results obtained of 43 mg/dl. Customer also stated the meter read 54 mg/dl fasting and he had lab work done an hour later and the result was 97 mg/dl fasting; comparison results were not reported as being performed back to back. The customer's expected fasting blood glucose test result range is 90 - 110 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer declined to perform a back to back blood test during the call on (B)(6) 2017. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 11/26/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: result 1 :67mg/dl date: (B)(6) 2017 time:7:46am fasting, result 2 :45mg/dl date: (B)(6) 2017 time:7:27am fasting, result 3 :54mg/dl date: (B)(6) 2017 time:8:39am fasting, result 4 :136mg/dl date: (B)(6) 2017 time:11:43pm non-fasting, result 5 :76mg/dl date: (B)(6) 2017 time:7:39pm fasting, customer called in states the meter is reading low.